Event description:
Spontaneous report, local reference # 201200011. Initial info received on (B)(6) 2012. The dentist reported that a pt (unspecified gender), with no specific medical history, had been treated with ultra safety plus xl 27g long 0.40x35mm sterile injectable system with protective sheath and handle. On an unspecified date, the pt experienced device failure. The device separated. The cannula stayed in the pt's mouth and was removed by surgery. According to the dentist, the cannula did not break; it became disconnected from the hub. The pt had fully recovered on an unspecified date. No other info is available. This case report is considered serious.